Event description:
It was reported that this lead was replaced due to suspected rupture approx. 65 months after the implantation. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 54 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the connector pins was not returned. The analysis showed multiple abrasion marks along the lead fragment. In particular, in the distal end region the insulation was found rubbed through, confirming the observation mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.